Event description:
It was reported "I had one put in 8 years ago and it was installed improperly and had to be surgically removed because calcium hardness was collecting in the urolift parts sticking up in my bladder. I was in pain for the last 2 years because the hard material was the size of golfballs on both sides and were rubbing and scratching the inside of my bladder.the doctor that removed it said he got most of it but some of the urologist is still in me and could cause future problems as it moves through me. When it was I stalked I had nervous system shock every time I urinated for 8 hours, the urologist that installed it said he had never seen this reaction before. I think he put it in wrong from the beginning." No additional information from the customer is available.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: device history record review could not be conducted since the lot number was not provided.

Event description:
It was reported "''I had one put in 8 years ago and it was installed improperly and had to be surgically removed because calcium hardness was collecting in the urolift parts sticking up in my bladder. I was in pain for the last 2 years because the hard material was the size of golfballs on both sides and were rubbing and scratching the inside of my bladder.the doctor that removed it said he got most of it but some of the urologist is still in me and could cause future problems as it moves through me. When it was I stalked I had nervous system shock every time I urinated for 8 hours, the urologist that installed it said he had never seen this reaction before. I think he put it in wrong from the beginning." No additional information from the customer is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "''I had one put in 8 years ago and it was installed improperly and had to be surgically removed because calcium hardness was collecting in the urolift parts sticking up in my bladder. I was in pain for the last 2 years because the hard material was the size of golfballs on both sides and were rubbing and scratching the inside of my bladder. The doctor that removed it said he got most of it but some of the urologist is still in me and could cause future problems as it moves through me. When it was I stalked I had nervous system shock every time I urinated for 8 hours, the urologist that installed it said he had never seen this reaction before. I think he put it in wrong from the beginning." No additional information from the customer is available.